Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the damaged cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to over 370 mg/dl while wearing the pod between 4 and 24 hours. It was reported that the pod was leaking during wear and upon removal of the pod from the insertion site the cannula had separated from the pod staying in the patients infusion site. As treatment, the patient applied a new pod.